Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended with a stretched tip and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, at implant, placement of this lead was attempted after the previous lead exhibited helix extension issues. When this lead was placed in the apex, high threshold measurements were obtained. When lead repositioning was attempted, the helix would not retract and became stretched. The lead was replaced and was returned for analysis.